Manufacturer narrative:
(B)(4). No decontamination or visual inspection performed since product was not returned. A picture was provided which confirms the event of water damage, but we are unable to determine a root cause since he product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint could not be confirmed. Complaint # (B)(4).

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.

Manufacturer narrative:
The mega catheter kit was returned intact and sealed. Visual examination was performed and water damage was detected on the outside of the shelf carton. Inside the shelf carton, the product was found to be intact and sealed without damage. The evaluation confirms the reported problem. The evaluation confirmed the reported problem. It is likely this occurred during shipping/handling. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.

Manufacturer narrative:
Correction: date was inadvertently missed the follow up MDR #1. Date received by manufacturer: 07/19/2017.

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.